Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Subsequently, the battery gauge was fluctuating which resulted in the pump shutting down. Reportedly, the customer was able to successfully turn on and continue charging the pump with an alternate wall adapter.